Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2015 and suture was used for ligation of the appendicular stump. During the procedure, the suture broke and then was extracted. A stapler was used for closure of the stump and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
During the procedure, a monopolar hook was used by the surgeon to detach the appendix and the surgeon noticed that the suture used to ligate the appendicular stump was broken.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).